Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221734, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2257823 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and the only other complaint taken on this batch was also from lifenet health for missing sleeve labels. No retention samples from batch 2257823 were available for inspection. One hundred plates from batch 2257823 were returned as 10 unopened sleeves shipped in a retaped 100pack carton (carton number 0071, time stamps 1302, 1307, 1309, 1329, 1330, 1454, 1457, 1501, 1507). Seven of the returned sleeves did not have a sleeve label and two of the returned sleeves had the torn back of a sleeve label. Three photos also were received for investigation. All three photos each show four sleeves of medium red agar plates with two sleeves that do not have a sleeve label and two sleeves that have a torn label backing attached. This complaint can be confirmed. This product is packaged into sleeves and labeled via an automated process. If a failure in the sleeve labeling process occurs, each plate of this product is labeled so the media type, batch number and expiration date are readily available. This complaint can be confirmed. No complaint trends for labeling defects have been identified for this product; no actions are indicated at this time.

Event description:
It was reported that bd bbl¿ cdc anaerobe 5% sheep blood agar packaging is missing labels. The following information was reported by the initial reporter: customer is reporting 8 packs of catalog 221734 lot no 2257823 with missing labels. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ cdc anaerobe 5% sheep blood agar packaging is missing labels. The following information was reported by the initial reporter: customer is reporting 8 packs of catalog 221734 lot no 2257823 with missing labels. Hazard, injury or erroneous results? No hazard, injury or erroneous results details.